Manufacturer narrative:
No button error alarm was noted. However, intermittent button response was noted due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, a broken belt clip slot and a broken reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 340 mg/dl. Customer stated she was in bathing suit but only had sweat and not water. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.